Event description:
It was reported that the forward trigger of the system 7 dual trigger rotary was sticking during testing or set up at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Upon visual inspection, the device was found to have a corroded trigger assembly. The device was repaired and returned to the user facility.

Event description:
It was reported that the forward trigger of the system 7 dual trigger rotary was sticking during testing or set up at the user facility. There was no patient involvement and no adverse consequences associated with the device.